Event description:
Hill-rom received a report from a hill-rom technician stating the pt right head brake caster would set but not hold. The bed was located in a hill-rom service center and not in use. There was no pt user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the pt right head brake caster not holding. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the pt right head caster to resolve the issue. Based on this info, no further action is required.